Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone cal that they experienced the high blood glucose was 50, 200 mg/dl. The customer ate snacks to treat the low blood glucose. There was no delivery alarm and troubleshooting was performed for it and found that the insulin was exited. The troubleshooting was not mentioned for the low blood glucose. The insulin pump will not be returned for analysis.